Manufacturer narrative:
Device was inspected before use with no issues noted. No difficulties noted when removing the sheath. No issues noted during inspection. Inflation device remained on neutral pressure during delivery of the device. No resistance was noted when advancing the stent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an assurant cobalt bare metal stent to treat the left iliac artery. It was reported that during delivery of the stent , the stent dislodged from the shaft before it was positioned at the target lesion. To rectify this, the physician expanded the stent at the point where it dislodged and used another stent to treat the lesion. The patient was not injured during this event.